Manufacturer narrative:
Customer service sent the customer replacement sonata breast pumps and return of her original devices was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021 the customer indicated that she developed mastitis on (B)(6) 2021 for the third time. She indicated that she has completed the antibiotics but her nipples are still having some issues here and there. She also indicated that she is applying an all purpose nipple cream prescribed by her doctor. The customer also indicated that the replacement pump is working well for her. She also indicated that she didn't think there was anything wrong with the freestyle flex but the suction wasn't strong enough for to empty her and ended up with mastitis. Based on the results of our internal investigation, reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was not happy with her freestyle flex breast pump because it was not emptying her. She additionally alleged that she developed mastitis and was prescribed antibiotics.